Event description:
This procedure was part of (B)(6) study. A dissection was observed via contralateral right iliac access point. The dissection was noted distal to the stent during angiography, post evercross balloon dilatation. A 6x30 stent was placed and the dissection was resolved. The distal stent edge dissection occurred after the post dilatation with the evercross and per the site, it was not a result of the stent placement.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.